Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product info. Provided info stated the root cause is likely related to pt trauma (fall). Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address a fracture around femoral stem from probable pt fall. Osteolysis was also reported.